Manufacturer narrative:
The user interface was shipped to the hospital. The hospital biomedical engineer reported he replaced the user interface and completed performance maintenance testing. The device successfully passed performance specification testing.

Event description:
The customer reported the user interface was severely damaged due to abuse, the customer stated the display was shattered. The biomedical engineer reported the date of the event is unknown. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the user interface was severely damaged due to abuse, the customer stated the display was shattered. There was no patient involvement.